Event description:
It was reported system failure error. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received and attached to the file on 25 august 2022. There was no patient incident.

Manufacturer narrative:
Other, other text: additional information is provided in sections b.5 and h.10. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H.6: event problem and evaluation code updates were not required., corrected data: corrected information is provided in sections d.1 and d.4.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was missing a tamper seal, had a crack on both front corners of the top and right plunger case. There was evidence of the error recorded in the event history log. The reported problem was not duplicated at power up. It was noted that the flippers intermittently got stuck which was causing the check syringe plunger sensor error and was speculated as the possible cause for the reported error. However, the investigation concluded no fault found as the error was not verified /duplicated. The plunger assembly was replaced as corrective/preventative measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review is not required. Service review identified this device has not been in for service previously.